Event description:
It was reported that right ventricular undersensing was present. The lead remains in use. Lead sensing/programming vs. A lead revision will be considered at a later date as the patient is due for a device changeout within the next year. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).